Event description:
It was reported that the patient presented in clinic for device upgrade procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.